Event description:
The patient had a previous ifuse si joint arthrodesis. The date of that surgery and the surgeon who performed it are unknown. The patient presented to the surgeon with pain complaints. The surgeon determined that the patient was experiencing recurrence of her si joint pain. On (B)(6) 2013, a new surgeon performed a second surgery on the patient placing three additional ifuse implants. No additional work on the si joint was performed. Specifically, no previously placed implants were adjusted or removed. No grafting to the joint was performed. The surgeon reports that the patient had significant improvement in her si joint pain complaints immediately after surgery.

Manufacturer narrative:
This revision was discovered during a routine review of the company sales data and has not been reported previously. Based on the information provided, review of surgeon training didactic, IFU and (B)(4), the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates of ifuse implants that were added on (B)(6) 2013: ifuse implant, p/n 4040-90, lot# 8029003804003, manufactured 08/06/12, expires 2015-09. Ifuse implant, p/n 4045-90, lot# 3782-10035, expires 2014-04. Ifuse implant, p/n 4050-90, lot# 8136003938005, manufactured 08/28/12, expires 2015-10.